Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report numbers: 2916596-2021-04458, 2916596-2021-04712, 2916596-2021-04907, 2916596-2021-04882. It was reported that the patient's primary controller (controller #1) was alarming and that the black power cable was disconnected while connected to power. Multiple power module cables, batteries, and clips have been tried. When the white cable was disconnected, it alarmed with a double disconnect, except for once which made all alarms go away. When the black cable was disconnected after that, the disconnect alarm restarted and did not cease. The patient¿s controller was last replaced on (B)(6) 2021 for a constant alarm that would occur while the controller was connected to the power module or mobile power unit (mpu). A review of the log files revealed power cable disconnects while attached to the power module while attached to the black lead of the controller. There were no other unusual events seen within the log files. Additional information revealed the patient had their controller (controller #1) exchanged on (B)(6) 2021. Log files were submitted for the new controller. The event log captured the new controller connected on (B)(6) 2021 at 1405 and from the limited data captured it appeared that the black power lead still showed intermittent no voltage events without any low voltage or power cable disconnects triggered due to the v1.7 software having a 5 second delay before alarms are captured. The site reported they did disconnect the black lead several times. Additional information revealed the patient had their controller exchanged twice in the last month and the site suspected an issue with the patient's mpu so the mpu was exchanged. Additional log files were submitted on 11aug2021 after the patient reported that when they connect to their mpu, the controller (controller #2) starts to alarm with "controller fault". This is an ongoing problem, with the patient having changed out 3 controllers in the last couple of months. It is always when connecting to wall power, but the alarm that the controller gives is always different. The patient's controller was persistently alarming with ¿controller fault¿ yellow wrench alarm and ¿low voltage advisory¿ alarm while connected to their loaner mpu. Patient is clinically doing fine and is asymptomatic, with pump running full green circle on system controller. Patient switched to batteries but alarms have persisted. The clinical consultant recommended bringing the patient in to hospital for log file submission to rule out possible driveline damage and rule out possible electrostatic discharge event, and clinical consultant recommends system controller and modular cable replacement. Vad coordinator requested patient come in that night but patient refuses against medical advice and patient plans to come in to clinic in the morning. Patient lives 2.5 hours away from implanting center. Vad coordinator stated he plans to send in log files in the morning along with replace system controller and replace modular cable following discussion with clinical consultant. The log files for one controller (controller #3) captured controller internal faults from the beginning of the log and continued for the remainder of the log. These faults indicated an overvoltage situation within the controller which can be resolved with a controller reset (unplug driveline and reinsert) but recommended to exchange the controller. The log files for the other controller (controller #2) captured the controller being connected (B)(6) 2021 at 2259 and showed the driveline disconnected at (B)(6) 2021 at 1302 and remained unconnected for the remainder of the log until 1305. Removing driveline and reinserting did not clear alarms, patient tried before controller switch. The controller and modular cable were exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline disconnect alarm captured in the log file was confirmed. Event and periodic log files were provided for review. The data contained in the event log file suggested that this was a backup controller and it was connected to the pump on (B)(6) 2021. The system maintained the set speed with no interruptions and atypical events/alarms until august 11 when at 1:02 pm the driveline was disconnected. The periodic log file did not capture any atypical alarms/events. The system controller serial number (B)(6) was not returned for evaluation and remained in use. In conclusion, it appeared that the driveline was disconnected during the process of resolving the multiple alarms which occurred on different controllers; however, there was no atypical alarms/events captured in the log file from system controller hsc (B)(6). The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook document ¿alarms and troubleshooting¿ describes all alarms. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information provided. The manufacturer is closing the file on this event.